Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/18/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported the power supply is defective. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 10oct2019. Date of report: 14oct2019. The philips field service engineer (fse) confirmed the air and exhalation flow sensor defective. The fse could not confirm a power supply issue. The fse replaced the air and exhalation flow sensor. The device was tested and retuned to full function. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.